Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting high capture threshold. The rv lead was capped and replaced. The patient condition was unknown.